Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal label was missing, scratches and cracks on lens screen. Functional testing of three accuracy tests and the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be expulsor was out of specifications. Actions were taken to mitigate the reported issue: replaced the expulsor.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed volume test (21.4). No patient consequences were reported. No adverse effects were reported.